Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09433. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary (rca) artery. A 3.50 x 38 synergy drug-eluting stent was advanced and attempted to be deployed. However, the balloon of the synergy stent ruptured during first inflation at 10 atmospheres. The stent delivery system was removed and a 3.50mm x 8mm nc emerge balloon catheter as advanced to dilate the stent. During the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and procedure was completed with a 3.5x15mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.